Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to quality control (qc) imprecision. The customer ran a precision study, and was not satisfied with the results. The customer ran a system check which failed for reagent probe 1 (r1). The customer replaced r1, after which the system check passed and precision was acceptable. Service methods were run, indicating alignment issues with sample probe 1 (s1), r1 and reagent probe 2 (r2). A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced r1, r2 and s1 mixers and also replaced r1 and r2 probes. The cse ran mixer diagnostics test and alignment test, which passed. The cse ran a check on the system, which passed. The cse recalibrated the system and ran patient samples and obtained results as expected. The customer ran qc, which were within range. The cause of the discordant, falsely depressed ca results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on five patient samples on a dimension vista 1500 instrument (dv311124). The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument (dv311125), resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.